Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the flex deflectable videoscope had a poor-quality image. The issue occurred during preparation for use of an unknown therapeutic procedure. There was no delay and the procedure was completed using a similar device. There were no reports of patient harm or injury.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the reported malfunction was reproduced. It is presumed that the likely cause could be damage to the image sensor unit. As multiple damages were found on the bending section, it is possible that the damage was caused by an irregular load being applied to the bending section. However, a definitive root cause could not be determined. The suggested events are detectable and preventable by handling devices in accordance with the following instructions for use of IFU. Instruction manual ltf-s190-10 operation chapter 3 preparation and inspection: 3.8 checking the function of combination with related devices: ¦ checking the endoscope image a review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.